Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. A new cartridge was loaded to address the issue. Additionally, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose level was 289 mg/dl and a correction bolus was delivered to correct.